Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a counterfeit very small blue supercap present on main board, the top case cracked by handle, tubing guides and the corners were chipped corners, and the battery door and the right plunger case were cracked. A review of the event history log identified check clutch/plunger lever. During functional testing checked and tested plunger position sensor and the reported issue was able to be duplicated. The root cause of this issue was that the customer had unplugged the position pot cable from the main board. The device will be placed in quarantine due to non-original equipment management (OEM) supercap was present on the main board.

Event description:
It was reported that the pump exhibited the plunger position out of range error. No patient injury was reported.